Event description:
Reprise IV study. It was reported that dissection, left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the reprise IV study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin and 25 mg of other antiplatelet medication were given the day of the procedure. A 15f isleeve introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Resistance was felt when removing the lotus edge valve delivery system through the 15f isleeve introducer sheath. The lotus edge valve delivery system was inside the 15f isleeve introducer sheath when the sheath was observed to be moving with the lotus edge valve delivery system. The physician stopped withdrawal and advanced the nosecone out of the 15f isleeve introducer sheath. They then repositioned the nosecone in the lotus edge valve delivery system and attempted to withdraw the device through the 15f isleeve introducer sheath again, but was again met with resistance. They then decided to remove the 15f isleeve introducer sheath and lotus edge valve delivery system from the patient together as one unit. After removal of the 15f isleeve introducer sheath and lotus edge valve delivery system from the right leg, an angiogram was performed and found a dissection near the right femoral artery. Stenting was performed with good results. The physicians believed that they oversheathed the nosecone of the lotus edge valve prior to removal, which caused the isleeve introducer to accordion slightly and likely caused the dissection. On the same day, post index procedure, the patient developed new lbbb, bradycardia, and chb. Electrophysiology consultation recommended a new dual chamber pacemaker implantation, so that day, a pacemaker was successfully implanted and the events were considered resolved. One day post index procedure, the patient was discharged on aspirin and other antiplatelet medication. Five days post index procedure, the patient presented to the emergency room with worsening shortness of breath and dyspnea on exertion. Echocardiogram revealed ejection fraction 60-65%, markedly elevated left atrial pressure (grade iii diastolic dysfunction) and small circumferential pericardial effusion. Chest x-ray revealed left pleural effusion associated with increasing dependent left basilar atelectasis. The patient was hospitalized for further evaluation and treatment. Intravenous lasix was started and the patient continued on aspirin and plavix. Ten days post index procedure, the events were considered resolved and the patient was discharged on aspirin and clopidogrel. It was further reported that the pericardial effusion was noted to be resolved eight days post index procedure; however, a second pericardial effusion with right atrial collapse was found fourteen days post index procedure. The patient was hospitalized for further evaluation and treatment. The following day, a pericardial window and chest tube was placed to treat the pericardial effusion with right atrial collapse. The event was then considered recovering. In addition, further details were provided regarding the other events. Three stents were placed from the proximal superficial femoral artery to the distal right external iliac artery jailing the right profundal femoris artery to treat the dissection. Also, when the patient presented to the emergency room five days post index procedure, lab tests revealed a drop in hemoglobin and the patient was diagnosed with anemia. Of note, the hemoglobin was diluted per cardiology. The patient was transfused with blood to treat the anemia and that day, the event was considered resolved.

Event description:
(B)(6) study. It was reported that dissection, left bundle branch block (lbbb) and complete heart block (chb) occurred. The patient was enrolled into the (B)(6) study and the index procedure was performed on the same day. Prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin. A loading dose of 325 mg of aspirin and 25 mg of other antiplatelet medication were given the day of the procedure. A 15f isleeve introducer sheath was placed and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus edge valve. Resistance was felt when removing the lotus edge valve delivery system through the 15f isleeve introducer sheath. The lotus edge valve delivery system was inside the 15f isleeve introducer sheath when the sheath was observed to be moving with the lotus edge valve delivery system. The physician stopped withdrawal and advanced the nosecone out of the 15f isleeve introducer sheath. They then repositioned the nosecone in the lotus edge valve delivery system and attempted to withdraw the device through the 15f isleeve introducer sheath again, but was again met with resistance. They then decided to remove the 15f isleeve introducer sheath and lotus edge valve delivery system from the patient together as one unit. After removal of the 15f isleeve introducer sheath and lotus edge valve delivery system from the right leg, an angiogram was performed and found a dissection near the right femoral artery. Stenting was performed with good results. The physicians believed that they oversheathed the nosecone of the lotus edge valve prior to removal, which caused the isleeve introducer to accordion slightly and likely caused the dissection. On the same day, post index procedure, the patient developed new lbbb, bradycardia, and chb. Electrophysiology consultation recommended a new dual chamber pacemaker implantation, so that day, a pacemaker was successfully implanted and the events were considered resolved. One day post index procedure, the patient was discharged on aspirin and other antiplatelet medication. Five days post index procedure, the patient presented to the emergency room with worsening shortness of breath and dyspnea on exertion. Echocardiogram revealed ejection fraction 60-65%, markedly elevated left atrial pressure (grade iii diastolic dysfunction) and small circumferential pericardial effusion. Chest x-ray revealed left pleural effusion associated with increasing dependent left basilar atelectasis. The patient was hospitalized for further evaluation and treatment. Intravenous lasix was started and the patient continued on aspirin and plavix. Ten days post index procedure, the events were considered resolved and the patient was discharged on aspirin and clopidogrel.